Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that the rn stated that she had stopped an infusion, but later found that the infusion continued and the patient received more medication than intended. There was no report of patient harm. Although requested, no other details were provided.